Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleges headaches and sinus issues. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. Secondary findings were observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. There were 4 error codes found. The third-party service center concludes that they couldn't confirm the customer's allegation and there were no visible foam degradation and unit got scrapped. The manufacturer is submitting an initial/final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this report will be filed.